Manufacturer narrative:
Investigation summary: bd received one samples from the customer for investigation. Samples were evaluated by visual examination and the indicated failure mode for sleeve leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle blood leaked at non patient end of needle. Patient impact was not reported. The following information was provided by the initial reporter: the blood leaked at np needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd vacutainer(r) eclipse" blood collection needle blood leaked at non patient end of needle. Patient impact was not reported. The following information was provided by the initial reporter: the blood leaked at np needle.